Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd alaris¿ pump module infusion set, the fluid was not infusing through all the way. The following information was provided by the initial reporter: fluid not infusion through all the way.

Event description:
It was reported that while using the bd alaris¿ pump module infusion set, the fluid was not infusing through all the way. The following information was provided by the initial reporter: fluid not infusion through all the way.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 28-apr-2022. H6: investigation summary: one used sample (model #2202-0007) was returned for investigation. It was reported that the fluid not infusing through all the way. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 22015460 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.